Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter bioprosthetic valve, the lid of the glass valve jar was difficult to op en. Particles dropped into the glass jar. As result, this valve was not used for the procedure. A different valve was implanted. There was no patient involved.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed the device was received in its original product packaging. Condition of the outer packaging (i.e. Presence of damages, tattered, rips, etc.). No damages were observed. There were no liquid (i.e. Glutaraldehyde) stains. State of jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. Presence of gasket remnants were observed on the rim of the jar. There was presence of crystallized, dried glutaraldehyde along the threads of the jar. There were loose pieces of gasket noted on the rim and outside of the jar. Presence of white particulate was observed in the solution. No damage was noted on the threads of the lid. Condition of the gasket (i.e. Presence of damage, pits, peeling, etc.). Pits and peeling were observed on the gasket. Loose pieces of gasket were noted inside of the lid. The temperature indicator was not activated. Mold cavity numbers: jar: 07 lid: 2 white particulate was found in the jar and/or lid upon opening of similar complaints with fourier transform infrared (ftir) analysis have confirmed the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification was sufficient. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h3 was erroneously omitted on previous follow up report #001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.